Manufacturer narrative:
On january 16, 2026, the mentor failure analysis lab received two devices with lot numbers, 5791346 and 5757403, devices for evaluation. Since it was not specified which breast side each lot number belongs to, both were analyzed and assigned a side per best estimate. A supplemental will be submitted if clarifying information is received. On january 18, 2026, the product investigation was completed. A manufacturing record evaluation was performed for the finished device 5757403 number, and no non-conformances were identified. Manufacturing date: 06/28/2007. Expiration date: jun/26/2012. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a separated material measuring 3.0 cm x 2.0 cm on the posterior view. In addition, shell abrasion was observed at the edge of the separated material. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient developed bilateral breast capsular contractures (baker grade IV on the left and baker grade ii on the right). As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2025. This medwatch form is for the right breast prosthesis.